Event description:
It was reported that the patient presented for in-clinic follow up. A device interrogation revealed episodes of non-sustained right ventricular over-sensing caused by noise exhibited by the right ventricular lead. No interventions were reported. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: please retract this report 2017865-2023-23907, the same issue was previously reported as 2017865-2023-25174. The incorrect serial number was previously reported.